Event description:
It was reported that the patient experienced increased spasticity; numbness and discomfort. Following a decrease in medication, the numbness and discomfort got better. Following this, the patient experienced withdrawal symptoms; itchiness, exacerbation of spasms. There was no apparent catheter issues noted via x-ray examination. The patient was hospitalized and the ashworth score was 3-4 which was noted as being worse than before. The daily dose of medication was then increased. Neither a catheter contrast examination nor a rotor test showed any abnormalities. The patient was discharged from a hospital on (B) (6) 2010 on a maintenance dose of 100 mcg/day; noted as recovered. The drug in the device was reported as gabalon.

Manufacturer narrative:
(B) (4).